Event description:
A surgeon reported that during a phacoemulsification procedure, vacuum was not as strong as it should be. The case was completed using the same system, however, the handpiece and tip was changed. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. Preventive maintenance (pm) was performed and the solenoid spacers were replaced. The system was then tested and met all product specifications. The solenoid spacers were returned and a visual assessment of the returned samples showed both solenoid spacers to be flat. The solenoid spacers were depressed down, and the spacers did not return to their original shape. No additional functional testing was performed due to the nature of the complaint, and the state of the returned samples. The company representative did replace the solenoid spacers as part of a system pm that was completed. Additionally, a review of the system's event log was completed, and no related system messages were observed for the customer reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause cannot be determined conclusively. (B)(4).